Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deflate after being attached for two days. The device contained fluorouracil 4152mg in 115ml total volume of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6 . H4: device manufacture date - the lot was manufactured between october 1-2, 2024. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested a possible no flow may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.